Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the rep saw the patient for a communication issue and the implantable neurostimulator (ins) battery was overdischarged. The rep initiated a trickle charge but when the device was reset, the battery indicated the end of its service (eos) code. The contributing factors were not identified, troubleshooting was not performed, and surgical intervention was planned but not yet scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient saw eos on the recharger after being pulled out of overdischarge. It was reviewed that it may have been the patient's 3rd overdischarge, but the rep didn't think it was. The rep said that he will either get a data file or just send the device back upon explant. No further complications were reported.